Event description:
It was reported by (B)(6) that the battery handpiece device did not function. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 6, 2013. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was getting hot during testing and was not functioning properly. Therefore, the reported condition was confirmed. It was determined that an unknown liquid was found internally and the bearings and seals were damaged/corroded. The assignable root cause was determined to be most likely due to inadequate/improper cleaning and immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.